Event description:
Complainant alleged that while attempting to defribrillate a patient. The device shut off while making two attempts to charge to 200 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.